Event description:
It was reported that during a davinci si pancreatectomy procedure, the customer noted a 'one tip was broken' on the black diamond micro forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with one of the grip tips bent at the tip, preventing the jaws to meet, with a gap of approximately 0.014 in length. Engineering concluded that damage was likely due to excess force applied normal to the grip tip. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.